Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the customer was unsure of the exact amount of insulin used to fill the cartridge. There was no impact to the customer's blood glucose level. During follow-up, contact reported that they were able to load a new cartridge and receive an accurate fill estimate.